Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H1: type of the reportable event. H2: follow up type. H10: additional narrative.

Event description:
It was reported procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified that the vials was returned without outer box, and was missing inner vial component. The vial cap is noted to have been previously opened. The customer does not allege the product has been used in a patient. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). DHR review was completed for the subject lot number 1215629. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1215629) for similar event and no other complaint was identified.july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (missing components) or product (tsvb10). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that during implant surgery when opening the blister implant was missing. Blister was correctly sealed.